Manufacturer narrative:
Product analysis: as found condition- the concerto device was returned within a shipping box; within a sealed plastic biohazard pouch; within an opened concerto outer carton; within an opened concerto inner pouch; and partially within a dispenser coil. The already detached implant coil was also returned within the opened inner pouch. Visual inspection/damage location details: the actuator interface was found securely attached to the coupler tube. No evidence of detachment attempts using an instant detacher was found. The break indicator was found kinked and broken, indicative of manual detachment attempts. The release wire was found retracted. The concerto pusher was found bent at 73.6cm, and 97.8cm from the proximal end; and found kinked proximal to the lumen stop. The coin was found fully retracted out of the lumen stop. The distal ptfe shrink tubing was found damaged (abrasive). No damages were found with the shield coil. The implant coil was already detached and found damaged. The lumen stop was found damaged. Testing/analysis ¿ the actuator interface and attached release wire were pulled, and the coin/release wire did not freely move as it was found stuck. The inner diameter of the lumen stop could not be measured due to the damages. The coin outer diameter could not be measured as it could not be removed from the pusher. Conclusion - based on the customer report and device analysis, the customer report of "non-detachment" was not confirmed as the implant was returned already detached. However, the event likely had occurred. The lumen stop was found damaged, indicative that the coin was jammed within the inner diameter of the lumen stop, likely leading to the reported non-detachment. The cause of the coin stuck within lumen stop could not be determined. In addition, the release wire did not move smoothly within the pusher, potentially contributing towards difficulty detaching the implant. It is likely the inner diameter of the pusher became restricted due to the pusher damages found, causing the coin to not retract. The ptfe shrink tubing and implant were found damaged, indicative of advancing/retracting against high resistance. High resistance potentially contributed towards the pusher damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a neurovascular procedure involving the coil concerto helix 3mm x 8cm, severe vessel tortuosity was encountered. The microcatheter was inserted, and the coil was placed; however, the coil did not detach despite several attempts using the instant detacher. The microcatheter had to be reinserted from the beginning. The patient outcome was reported as alive with no injury. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the detachment failure was not determined. The physician mentioned that when the coil was being inserted, it felt stiff and didn't go easily, which made them think something was wrong and weird. It was unknown if there was any damage to the pushwire.